Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the accuracy confirmation test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). Rite functional testing was performed on the returned device and did not pass specifications. Rite electrical testing was performed and met specifications. A volumetric accuracy test was performed and the device failed. The cause was determined to be improperly installed copper mesh pads into the vsx chamber. The device was sent for servicing and to have the mesh pads replaced. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing for a display issue. A manual volumetric accuracy test was performed and revealed that fluid was transferred above the allowed specification limit. Test piston foam was installed and the volumetric accuracy test still failed. Further review of the door assembly identified that the copper mesh pads inside the vsx chambers were installed incorrectly. The improperly installed pads were determined to be the cause of the inaccurate fluid reading. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.